Manufacturer narrative:
A ge service rep performed an on site investigation. The old data was erased and the battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a capacity reached error and locked up outside a case. No pt injury was reported.